Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® 9nc 0.109m plus blood collection tubes there was an issue with low draw under fill of the tube. The following information was provided by the initial reporter, translated from (B)(6) to english: insufficient blood collection during the first tube venous collection.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product.

Event description:
It was reported that during use of the bd vacutainer® 9nc 0.109m plus blood collection tubes there was an issue with low draw under fill of the tube. The following information was provided by the initial reporter, translated from chinese to english: insufficient blood collection during the first tube venous collection.